Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one burst of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No additional adverse patient effects were reported.